Event description:
It was reported that this patient stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. Ts referred the patient to their clinic for further evaluation. Further information was received that this pacemaker exhibited high out of range pace impedance measurements on this right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.